Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a product performance anomaly. This product has not been returned for analysis. No additional adverse patient effects were reported.